Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported left side "unsatisfactory cosmetic result after expander implantation in (B)(6)2012, complete symmastia and asymmetry, and extreme psychological distress. Device has been explanted.

Event description:
Patient representative reported unsatisfactory cosmetic result after expander implantation in (B)(6) 2012. Complete symmastia and asymmetry. Extreme psychological distress. Left side devices was explanted

Manufacturer narrative:
Continued health effect - impact code 4: f2303. Continued health effect - impact code 5: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unsatisfactory cosmetic result, complete symmastia, asymmetry, and extreme psychological distress.